Event description:
Patient initially underwent thoracic laminectomy with placement of a spinal cord stimulator earlier this year. Approximately three weeks later, on admission, the spinal stimulator was found to not be working properly. The patient was admitted to the hospital and underwent a replacement of left flank pulse generator. During the procedure, the surgeon identified that there was the possibility of a malfunctioning chip in the stimulator that was removed. The stimulator unit was replaced during the procedure.